Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose was 40 mg/dl. Customer experienced symptoms of low blood glucose such as shaking, sweating, mental confusion, inability to follow simple commands. Displacement verification test was performed and it was passed. Customer ensured that low blood glucose was because of wrong treatment in self care. Customer claimed to have a lot of stress and forget to eat, because much work and a lot of emotional stress. Customer agreed that the insulin pump was operating as designed. It was unknown if the auto mode was active at the time of incident or not. The insulin pump will not be returned for analysis.